Manufacturer narrative:
No sample collection or centrifugation data was supplied. Qc was run prior to the event and had recovered within established ranges. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event and found multiple issues that included a plugged dispense probe, a bent aspirate nozzle, and buildup in the wash wheel. The fse cleaned and flushed the dispense probe, straightened the aspirate nozzle, cleaned the wash wheel, verified alignments, and primed the system. The fse also slightly adjusted the mixer speed as needed to meet within specifications. The fse also performed incubator belt calibration and system check, which both passed within published specifications. The fse returned the following day and ran the high sensitivity (hs) system check, which all portions passed within published specifications. A definitive root cause could not be determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high results for troponin (accutni) above the ami cutoff on one patient's sample that were generated on the access 2 immunoassay analyzer. The erroneous results were reported out of the laboratory. However, the sample was repeated on the same instrument and on an alternate instrument, recovering lower results within the risk stratification range. It is unknown to the customer whether there was patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.